Manufacturer narrative:
The lens was returned positioned incorrectly posterior side up in the lens case. A small amount of solution is dried on the lens. Both haptics were bent in the gusset and distal area. The optic had a large crack and was pressed against the posts of the lens case. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. The root cause could not be determined for the reported complaint of ¿defective¿. The specific lens issue was not specified. Damage to the lens was observed. While we are unable to determine the root cause of the lens damage, our observation reasonably suggests that it is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A other health care professional reported with a description of defective intraocular lens (iol). Additional information has been requested.